Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after initially receiving the pump, the customer connected the pump to a power source however, the pump remained off. There was no impact to the customer, as the pump was not being used by the customer at the time of the reported event. Reportedly the customer had an alternate pump for insulin therapy.